Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with broken reservoir tube lip and missing reservoir tube o-ring. Unit passed the prime/a33 test, rewind test and excessive no delivery test. Unable to verify excessive no delivery alarm and perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
The customer reported via phone call that they had a high blood glucose value of 301 mg/dl. Customer's other blood glucose value was 301 mg/dl. Customer received no delivery alarm. The device was not expected to be returned for analysis.